Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire coating detachment occurred. Vascular access was obtained via a femoral artery. The 2.0x100mm, 100% stenosed target lesion was located in the moderately calcified posterior tibial artery. The v-14 control wire was advanced, but was not able to cross the lesion; the tip of the v-14 wire prolapsed within the vessel. A non bsc balloon catheter was advanced to stabilize the guide wire; however, 2cm of the distal tip's coating became detached. No attempt was made to remove the wire coating. The procedure was not completed and the patient will not be rescheduled. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire coating detachment occurred. Vascular access was obtained via a femoral artery. The 2.0x100mm, 100% stenosed target lesion was located in the moderately calcified posterior tibial artery. The v-14 control wire was advanced, but was not able to cross the lesion; the tip of the v-14 wire prolapsed within the vessel. A non bsc balloon catheter was advanced to stabilize the guide wire; however, 2cm of the distal tip's coating became detached. No attempt was made to remove the wire coating. The procedure was not completed and the patient will not be rescheduled. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the poly tip was peeled at the distal tip approximately 1cm. There was no evidence of fracture. The coating was noted to be severely scraped 11.5cm from the proximal end for approximately 1cm. Testing observed the ptfe coating was properly attached to the guide wire. The outer diameter in undamaged locations met specifications. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).